Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was telling him to call zoll for service. The monitor then made a loud screeching noise and began resetting. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (screeching noise, monitor resetting) was confirmed. Upon evaluation, the monitor was intermittently resetting. The cause for the monitor resets was isolated to intermittent communication problems with the digital signal processor (dsp) u500, a ball grid array component. The root cause for the u500 communication problems could not be positively identified but was likely a fractured bga solder joint, which occurred due to mechanical stress on ca board sn (B)(4). No adverse event resulted from the defective u500 component. The patient received a replacement monitor.